Manufacturer narrative:
Repair was completed on 3/5/2021. Issue not confirmed for quit cutting in middle of use. Received set to cut 49, fulg 25, blend 25, coag 25, foot control set to bipolar. Complaint cannot be confirmed at this time. True root cause is unknown. It could be possible there was an error with the customer's set up or use of the device. Ran through two burn ins and checked outputs after burn in. All outputs were within specification. Unit was subjected to full factory testing/calibration with (B)(4). Unit passed all test with no problems or issues found during testing. Based on this information, this can been seen as the final report. If additional information is received that alleges additional patient involvement or need for corrective actions, a follow up report will be submitted.

Event description:
Generator unit quit cutting halfway through procedure. The leep procedure was able to be completed with some manual excision.